Manufacturer narrative:
A philips authorize service provider (asp) went to the customer site and evaluated the equipment with the aid of simulators to generate abnormal vital signs. While evaluating the device during simulation, the device did not present any fault in the alarms, as it alarmed every time the parameters went out of range of the adjusted limits. There was no product malfunction. The information provided by the asp determined the critical alarm related to blood pressure was not configured. The customer was notified of these findings by the asp. There have been no subsequent calls logged for this device / issue. The device remains at the customer site. There is minimal health risk. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported their intellivue mp60 patient monitor failed to display a critical alarm regarding low blood pressure (bp). The nurse observed the failure when verifying that the patient bp had reached 48mmhg. The patient deceased.